Manufacturer narrative:
The patient age was not provided. (B)(4). Approximate age of device - 1 year, 9 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device. Additional information was been requested but has not been received. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the system controller history revealed driveline fault alarms. The patient was asymptomatic. A log file was reviewed by the technical service representative and confirmed percutaneous lead (driveline) phase a was degrading. X-rays revealed an area of concern at the end of the strain relief. On (B)(6) 2017 a technical service representative performed an electrical continuity test which did not reveal any broken wires. A distal end percutaneous (driveline) replacement was performed. On (B)(6) 2017, a second request for log file review by the technical service representative confirmed driveline fault events starting on (B)(6) 2017 and continuing intermittently throughout the remainder of the log. The wire values of the driveline were compared with the previous log file and showed the same pattern of a potential damaged wire. Additional information was requested, but was not provided.

Event description:
Additional information was provided by the vad coordinator on (B)(6) 2018 indicating that the patient underwent a pump exchange on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Additional information: patient's age was provided. The cause of the reported driveline fault alarms was confirmed during the evaluation of the left ventricular assist system (lvas). The driveline was returned in 2 sections; 11 inches was returned attached to the pump housing (proximal), and 30 inches attached to the controller connector (distal). The distal portion contained sections from both the repair (22 inches including the controller connector), and the original driveline (8 inches). Continuity testing of the proximal segment revealed discontinuities in the green and yellow wires. Visual analysis of the percutaneous lead following removal of the bionate and shielding layers confirmed the discontinuities. The damage appeared to be consistent with fatigue damage due to repetitive flexing. This damage is also consistent with the driveline faults in motor phase 1, as confirmed in the system controller log file analysis. Evaluation of the remainder of the internal leads, including both sections of the distal portion of the driveline, did not reveal any discontinuities or shorts. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.